Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2016-01-21 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2015 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) battery was moving at their left hip and he needed the battery moved slightly superiorly to prevent the movement. It was also reported that the patient¿s target pain changed and a lead was not working. Lastly, it was reported that the primary ins battery reached the end of its service (eos), so the patient wanted to replace it with a rechargeable device. The factors that might have led or contributed to the issues were unknown, troubleshooting was not performed, but ins replacement and a lead revision were ordered for the patient. Records show that the ins was explanted on (B)(6) 2017 and replaced with a rechargeable ins. There were no further complications reported or anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep did not know the patient¿s relevant medical history. The rep stated that the cause of the implantable neurostimulator (ins) moving and the lead not working was not determined, but the issue was resolved by the replacement. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.